Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the alarm dings only a few times from the unit. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
H3 other text : could not reach customer - 3 attempts were made.

Event description:
The customer reported that the patient monitor indicating that the device alarm would ding only a few times or alarm after it went over high limit. The remote service engineer (rse) made 3 attempts to reach customer, but received no response. The rse left a message about how alarm chaining for ECG and the delay time for desaturation work. The customer was provided information about alarm chaining.